Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops due to driveline disconnect events. A specific cause for the driveline disconnects observed on 19jun2025 could not be conclusively determined. The submitted controller event log file contained events from 18jun2025 ¿ 19jun2025. The file captured two drivelines disconnect events and subsequent pump stops on 19jun2025 lasting approximately 12 and 2 minutes, respectively; a specific cause for both driveline disconnect events could not be conclusively determined. After each pump stop event, the driveline was reconnected, and the pump appeared to ramp back up to the stored patient speed resuming operation without issue. Additionally, review of the controller periodic log file and lvad event log file captured a driveline disconnect and subsequent pump stop event on 18jun2025, appearing consistent with the first reported controller exchange performed by the patient. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with "multiple loud red alarms" on (B)(6) 2025. The patient was unable to recall what the controller screen said at the time. The patient completed a controller exchange himself prior to arrival to ed. The backup battery (ebb) in the primary controller was due to be changed, which was completed. The patient was provided with a new controller to serve as backup controller. The patient presented again to the ed on (B)(6) 2025 with multiple red ¿low battery¿ alarms. They stated that their batteries were fully charged at the time. The batteries were not due for calibration. The patient completed a controller change again prior to presenting to ed by connecting the backup controller to the mpu and then changing over their driveline. Per the patient, the pump stopped at one point after completing the controller change and they were unresponsive for about 1 minute. Prison guards corroborate this statement. Log files were attached for review. The event log started capturing intermittent low power advisory alarms while connected on battery power on (B)(6) 2025 at 13:34 until 13:52 when the driveline was disconnected causing a pump stop. The driveline was reconnected 14:04 and disconnected again 14:08 during this time the event log file continued to capture low power advisories. At 14:10 the driveline was reconnected and captured low power advisory & power cable disconnects on the black power lead. The alarms resolved upon reconnection to of the black power lead to the mobile power unit (mpu) at 14:11. It was recommended to check/clean battery and clip connection contacts. Otherwise, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.